Event description:
During eval of the heartstart mrx, the philips bench engineer noted the co2 port was pushed into the rear case assembly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.